Manufacturer narrative:
Due to hippa privacy regulations, the hospital will not provide patient info. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. The device MFR date is unk.

Event description:
It was reported that a carescape b850 monitor displayed incorrect non-invasive blood pressure (nibp) data for a pt, resulting in incorrect treatment. The nibp readings prior to anesthesia induction reportedly appeared to be normal. Then after induction, the readings stopped. Treatment was given for a condition that appeared to be consistent with profound hypotension. It was subsequently discovered that the cuff setting was set to neonate mode. After the nibp cuff setting was corrected from neonate to adult mode, blood pressure was noted to be critically high, requiring aggressive therapy to rapidly lower the blood pressure. Transient st elevation was recorded, but was resolved with intervention. The pt emerged from anesthesia, complained of no chest pain, and was discharged later the same day without incident. It was alleged that there was a random reset of the default cuff settings to neonate mode on all monitors that same day. The anesthesiologist reportedly placed labels on the monitor describing how to properly reset the monitors to properly measure blood pressure.